Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when it was discovered that the epg was undersensing. The epg's settings were adjusted. The following day it was discovered that the epg was inappropriately pacing. The epg was turned off and an x-ray revealed that the epg wire's lead tip was coursing posteriorly and may have been in a coronary sinus tributary, and was causing mild ectopy. The wire was removed. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.